Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that a replacement surgery date has not been scheduled yet. Device will be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain, post lumbar laminectomy syndrome. Caller reported that the device was in overdischarge. There was no communication with the patient or clinician programmer. Patient did not bring insr to the appointment. Patient's last successful recharge session was the night before. 3 weeks ago patient was brought out of an overdischarge by the hcp's pa - who has experience in perform the od's. Caller had 60 min countdown on screen and working on trickle charge. Reviewed information regarding charging and clearing por. No symptoms were reported and no further complications were reported/anticipated. On jul-22-2019, (rep): additional information was received from the rep. It was reported that the por was not cleared and the issue was not resolved. Plan was to replace the scs battery. The provided information was confirmed with the hcp. No further complications were reported/anticipated.